Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Arjohuntleigh has received a customer complaint for alenti bath chair. It was reported that the customer requested all lifts' castors to be inspected because alenti castor fell off with resident on it. No injury sustained to the resident as two caregivers assisted her. When reviewing similar reportable events, we have found a limited number of cases with similar fault description (castors loosened or broken off), which were found to be events mainly related to use errors including maintenance not being correctly performed, as per the device labeling. The number of claims registered in our complaint handling database for alenti is considered to be low, when comparing to the number of sold devices (about 24 000). Arjohuntleigh was informed that the castor fell off the leg lift during use with a resident. The device was examined by arjohuntleigh representative. The castors were already replaced by the customer despite fact that this lift was covered under full compliance agreement. Unscrewed castor, such us investigated here, is unlikely to occur. Its occurrence might be accelerated by four factors: 1. Lack of the preventive maintenance, 2. Degenerated loctite after a long period of time. The first two theories do not appear to apply here, as this alenti was under arjo service contract, checked by the technician in a timely manner. When reviewing provided information it can be seen that the castors were replaced in february 2016 - 9 months before and inspected by arjohuntleigh representative a month before an incident. 3. Blocked castor by hair and debris causing them to stop swirling over a long period of time while still being used, causing the loctite bond to be breached and turned loose, 4. Loosen castors, for example by mechanical impacts which are degenerating loctite connection, when loctite is not playing its role per severe impacts this cause progressive unscrewing of the castor screw. These theories appear possible; according to documentation, the technician recommended that the castors of the lifts should receive regular attention and cleaning, what would suggest that the weekly part of preventive maintenance schedule was not followed by the customer. Operating and product care instructions (IFU, document number 04.cd.05/4us,ca dated on march 2008), which is delivered with every device, gives clear guidelines determining caregiver's obligation to maintain alenti on a regular basis. "Caregiver obligations shall be carried out by personnel with sufficient knowledge following the instructions in this manual". Every week: check that the castors are properly fixed and are rolling and swiveling freely. Clean with water. (The function can be affected by soap, hair, dust and chemicals from floor cleaning)." (IFU, p. 34) to sum up, based on the above, it was possible, to list few likely reasons of castors falling off the device. This would be improper weekly maintainance performed by a facility, which include verification if the castors roll and swivel freely and mechanical impact to the castor, which could contribute to its detachement. Taking this into consideration, it can be stated that a possible root cause of the failure would be a use error. The procedure to clean and check castors every week has been indicated in the operating and product care instructions and recommended by an arjohuntleigh technician. This complaint is reported in abundance of caution. The device did not play a role in an actual adverse event, it was out of the manufacturer's specification. It was being used for patient care - and in that way contributed to the event without causing actual serious injury or worse.

Event description:
Arjohuntleigh has received a customer complaint for alenti bath chair. It was reported that the customer requested all lifts' castors to be inspected because alenti castor fell off with resident on it. No injury sustained to the resident as two caregivers assisted her.